Event description:
The suture was used during an unspecified procedure. Reportedly, the suture did not absorb. The surgeon performed a re-operation in 2000 to correct the condition. The hosp has reported the pt's condition is satisifactory.